Manufacturer narrative:
The investigation of thrombus has been completed. The root cause of the thrombus cannot be determined since insufficient clinical details were provided. No issues were found with the returned product. Instructions for use as follows: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings and cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ d9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12694. E4 should have been left blank. G1 reporting contact fax number missing.

Event description:
The complainant reported a 70-year-old patient with elective placement was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported a clot was observed on the catheter above the motor in a donut shape. The circumference was on the catheter. The patient remained stable on impella support before medical staff weaned and then explanted the 5.5. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.